Manufacturer narrative:
The root cause of the event was determined to be a defective o2 safety valve. The spare part was shipped to the customer and customer has performed the repair.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. Technical support in conjunction with the customer sent log files that shows no 02 dosing possible, after gas path test performed by the customer it is determined that the safety valve is leaking. It is also reported that the problem with this machine happened during ventilation on a patient.

Event description:
Customer sent log files to technical support regarding battery failures after power supply replacement. It was visible on logs that there was 02 dosing issue with the machine. Customer performed gas path test and the result showed safety valve was leaking. According to customer the event happened during ventilation on a patient.